Event description:
Patient reported experiencing ketoacidosis and was admitted to the hospital with a blood glucose level of 53.9 mmol/l; treatment received was not provided. Patient stated the pump did not give any error warnings. Patient reported he just returned from vacation and the insulin was always kept in a fresh bag. Patient stated he eats 2 pieces of bread in the morning and then nothing for the whole day. Patient reported he also did not give a bolus. Patient stated he was aware that the blood glucose level got higher and higher, but did not take any action. Patient reported he had the impression there was a leakage at the pump adapter. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).